Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Not exactly sure, but it would have been 2 weeks from the date reported (2 weeks post-op). Please describe how was the adhesive was applied. It was applied according to the IFU instructions. What prep was used prior to, during or after adhesive use? N/a but the customer reports that they have not changed their prep protocols. Was a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? N/a. Patient demographics: initials / ID, gender, age or date of birth; bmi n/a. Patient pre-existing medical conditions (ie. Allergies, history of reactions) n/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He has been using prineo for several years (approx. 300 per year). He has not changed his dressing, prep protocols, and his pa has been closing with him for since he started using. He has seen at least a couple of people a week in his clinic with this reaction issue. He is concerned that something has changed in the formulation despite having been told that is not the case. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. Two weeks post op, the patient presented with a raised red rash underneath and around the incision where the adhesive was located. Patient was treated with topical and oral steroids. Additional information has been requested.